Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a 7fr and 6f non-boston scientific guide catheters were placed, a 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent back-end was stuck in the corner and broke about 10-15 centimeters from the hub, while it was being pushed during procedure. The device was simply removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient's condition was normal.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a 7fr and 6f non-boston scientific guide catheters were placed, a 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the stent backend was stuck in the corner and broke about 10-15 centimeters from the hub, while it was being pushed during procedure. The device was simply removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient's condition was normal.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 18.4cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.